Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who encountered the issue replaced the drive manifold assembly and reran the leak test; the test passed with no further issues. The stm completed the pm and performed all calibration, functional and safety tests to meet factory specifications which all passed. The iabp was then returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm), the drive assembly on the cardiosave intra-aortic balloon pump (iabp) would not pass the leak test. There was no patient involvement, thus no adverse event was reported.